Manufacturer narrative:
Device evaluation: analysis of the returned device identified a creases fold, a delamination valve, brown and yellow particles and a curved opening on the anterior. A leak test and microscopic analysis was performed which identified a sharp opening on the plug strap disk shell, a partial delamination of the valve. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure) a sharp opening on anterior (plug strap disk shell) due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.